Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to a bladder infection and high blood glucose. Customer's blood glucose levels at the time of hospitalization was 600+ mg/dl. Customer's current blood glucose was 101 mg/dl. Customer reported symptoms related to her high blood glucose levels included stomach pain and nausea. Customer stated she was treated with an IV drip of insulin, glucose, and a "bankamicin" drip. Customer was wearing the pump at the time of hospitalization. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being replaced.